Event description:
Healthcare professional reported ¿rupture¿ and ¿capsular contracture baker grade ii¿ diagnosed via mammogram and MRI. This record is for the left side. Device was explanted and replaced with a non-abbvie device. Device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture¿ and ¿capsular contracture baker grade ii¿ diagnosed via mammogram and MRI. This record is for the left side. Device was explanted and replaced with a non-abbvie device. Device will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis ( creases, wear abrasion and non-penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.